Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer. Previously administered products included for an unreported indication: mirena. Concurrent conditions included crohn's disease, dermatophytosis of nail, hypopotassemia, postmenopausal atrophic vaginitis, chest pain, cystocele and benign essential hypertension. Concomitant products included adalimumab (humira) since january 2013 to 2016, budesonide (entocort) since 2005 and mesalazine (mesalamine) since 2002. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue") and pelvic pain ("pelvic pain"). In (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)/excessive blleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches") and headache ("headache"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, dyspareunia and pelvic pain had resolved and the fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy in insertion date : (B)(6) 2010, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: essure confirmation test(unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: reporter and medical history added. Event headache added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer. Concurrent conditions included crohn's disease. Concomitant products included adalimumab (humira) since (B)(6) 2013 to 2016, budesonide (entocort) since (B)(6) 2005 and mesalazine (mesalamine) since (B)(6) 2002. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches") and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, dyspareunia and pelvic pain had resolved and the fatigue and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy in insertion date : (B)(6) 2010, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received: event pelvic pain added.outcome of events dysmenorrhea, dyspareunia (recovered) updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer. Concurrent conditions included crohn's disease. Concomitant products included adalimumab (humira) since january 2013 to 2016, budesonide (entocort) since january 2005 and mesalazine (mesalamine) since january 2002. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and migraine ("migraines / headaches"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain and genital haemorrhage had resolved and the dysmenorrhoea, dyspareunia, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage and migraine to be related to essure. The reporter commented: discrepancy in insertion date : (B)(6) 2010, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: patient demography and lab data was added. Previously added event injury was replaced with events " abdominal pain, abnormal bleeding (general), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, migraines / headaches ". No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.